Event description:
Information received indicates the brake will not hold and it will not go into steer.

Manufacturer narrative:
The technician found the brake linkage broken. The technician used a brake/steer upgrade kit and replaced the hex rods to repair the stretcher.